Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported in evaluation codes and additional MFR narrative. The investigation is ongoing. Physical evaluation: the device was inspected and found that the image is going in and out; with the image quality being intermittent. The reported malfunction was confirmed. Also, it was found that the video connector latch is worn out and is causing a poor connection to the pigtails. This report will be updated upon completion of the investigation or upon receipt of additional relevant information,

Event description:
The customer reports during an unspecified diagnostic procedure using an evis exera ii video system center, the image quality was going in and out (intermittent). There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon was caused by the failure of the video connector latch. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: this was found during a procedure. The procedure was diagnostic. The procedure was completed with delay. The equipment was checked before use, and appeared to be in working order.